Event description:
It was reported that patient had a fall and her device stopped working properly, had more surgery on (B)(6) 2015 to fit it. The patient appointment was scheduled 2 weeks for (B)(6) 2015. The patient still had concerns regarding their device or therapy but was working with their health care provider or manufacturer representative. It was later reported on (B)(6) 2015 that x-ray was performed, no problem was identified. There was reoperation to investigate the lead. The leads were tested and worked well. Possible loose battery connection after fall. The cause of the event was not determined. It was noted that patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pzyc, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported she was not getting efficacy of 50% or greater in symptom.her symptom control was worsen since the fall and was getting worse by the day. The patient had to put pad on her bed because she had no control. The patient indicated that she may want to have it removed. The patient indicated that she was not any better than what she was at all. The patient stated after that after the fall/revision they checked the system and everything was fine yet it did not work at all.